Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study (via a manufacturer representative) regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was indicated that the reason for system modification was increased pain that the physician would like the leads placed for optimal relief. It was unknown what actions were taken and the event status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The site indicated the leads were not optimally placed originally. One lead was replaced and the other was explanted without replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had bilateral lower extremity increased pain due to a loss of efficacy. It was noted that the event was related to the device or therapy, not related to the implant procedure, and due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2017. Diagnostics performed included interrogating the device, which found normal results. The patient was referred to neurosurgery for a revision of the lead. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the pain was the same as baseline. The leads were not optimally placed at implant and were therefore modified.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2017 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the event was resolved without sequelae as of (B)(4)2017.